Event description:
Failed perclose delivery. Footplate closed but perclose could not be withdrawn from right femoral artery. Required surgical removal and repair of right femoral artery. This will be the brand on the package.